Event description:
It was reported that this right atrial (ra) lead was explanted due to high out of range pacing impedances greater that 2000 ohms caused by observed via x-ray fracture around the suture site. The ra lead was successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis confirmed the inner conductor coil was fractured 245 mm from the terminal pin. Outer coil fracture was also observed. Visual inspection of the lead was performed and found dried blood/body fluid in helix housing and tissue entwined in the helix. A cut in the outer isolation was noted 240 mm from the terminal pin, likely due to explant damage. Environmental stress cracking was noted 500mm from the terminal pin, and slight twisting was noted 215mm from the terminal pin, likely due to explant damage. Detailed analysis of the fracture site determined the conductor coil was fractured due to cyclic fatigue.

Event description:
It was reported that this right atrial (ra) lead was explanted due to high out of range pacing impedances greater that 2000 ohms caused by observed via x-ray fracture around the suture site. The ra lead was successfully replaced. No additional adverse patient effects were reported.